Event description:
A customer contacted beckman coulter inc. (Bci) regarding high magnesium (mg) result generated by the unicel dxc 600i synchron access clinical systems for one pt sample. A pt sample with incorrect results initially flagged "oir hi" was diluted 1:2 and still was flagged "oir hi". (Oir- out of instrument range). The customer then made a dilution 1:3 and a result of 16.9mg/dl was obtained. The result was reported out of the lab and questioned by the physician because it did not match earlier results of 9.0mg/dl and 10.1mg/dl. Per customer, they reran the sample for mg on two different instruments and results were 8.6mg/dl and 8.7mg/dl. It is unk whether these samples were run diluted. Pt treatment was not affected in connection to this event.

Manufacturer narrative:
The sample was serum. Service was not dispatched for this event. Treatment was not impacted in this event because the physician questioned the result. Upon recur, treatment could be initiated based on the falsely elevated mg result obtained. Treatment initiated on falsely elevated mg result could contribute to serious injury. No additional info regarding this vent is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.